Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: use of balloon to remove dislodged stent from patient. Device issue: stent dislodgement. It was reported that another company's stent was implanted in the distal part of the right coronary. The physician wanted to implant another stent in the proximal part of the same vessel. Pre-dilatation was performed. Before expanding the ultra stent, the balloon moved forward into the vessel and the stent dislodged the guide wire. The guiding catheter lost its position. The stent delivery system (sds) was removed from the patient and the stent remained on the guide wire in the coronary artery. A small balloon was successfully inserted into the stent and inflated enough to retract the stent into the introducer and remove it from the patient. Another ultra stent was successfully implanted in the proximal lesion. No additional event or patient information is available.